Manufacturer narrative:
One (1) sample was received without packaging. The bag was filled with yellowish and clear solution. The bag was visually inspected at naked eye and one particle could be clearly seen inside. Afterwards, the sample was delivered to the biological laboratory for filtration on a black membrane. One blackish/grey particle was found inside the bag, with a dimension in a range of 0.7 x 0.6 mm max diameter. The ftir spectrum obtained by analysis of the found particle resulted in the particle being identified as part of an elastomeric rubber. This kind of material is not used during our manufacturing process. Therefore, no product deviation could be traced to our manufacturing of the product.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: an apex bag was rejected during inspection due to containing a large, white, floating particulate within the solution. The bag had completed compounding, and had not been used on a patient.